Event description:
It was reported that the patient presented to the emergency room, due to inappropriate shocks. The device interrogation showed multiple tachycardia episodes with inadequate therapy delivered. It is suspected possible lead defect. The lead was removed and replaced.

Manufacturer narrative:
Analysis found the sensing coil in the is-1 connector leg was broken at 8cm from the connector pin. The structure of the fracture has the typical appearance of a fatigue fracture. The fracture could cause noise which could give inappropriate shocks. Electrical measurements found intermittent open circuit in the sensing coil.